Event description:
It was reported that a shaft break occurred. The totally occluded target lesion was located in the severely calcified and non tortuous superficial femoral artery. A 2.0mm x 100mm x 150cm coyote balloon catheter was used to dilate the lesion. Upon trying to remove the balloon, the shaft of the device broke and remained on the non-bsc wire. The wire was pulled out with the remainder of the balloon catheter on it. Everything was removed from the patient's body. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with the original box. The batch number on the packaging and the device matched the batch number for this complaint. There was blood and contrast in the inflation lumen. The device was returned in 4 pieces. The pieces were inspected under magnification. The inner was separated from the device at the exit notch. There were two pieces of the inner returned that were not attached to the catheter; one 19.5cm long and one 10cm long; both pieces were stretched and buckled with jagged edges on both ends likely due to tensile overload. There was a portion of guidewire 26cm long with approx 13cm of the catheter on the wire including the inner shaft (separated at the proximal markerband), the distal end of the balloon (approx 9cm) torn circumferentially, and the distal tip. The remainder of the returned device was the proximal end from the hub to the proximal weld. The outer was stretched and necked 80.5cm in length- starting 71.5cm from the strain relief and the proximal end of the balloon torn circumferentially near the proximal weld. Distal tip damage and markerband damage were also noted. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The totally occluded target lesion was located in the severely calcified and non tortuous superficial femoral artery. A 2.0mm x 100mm x 150cm coyote¿ balloon catheter was used to dilate the lesion. Upon trying to remove the balloon, the shaft of the device broke and remained on the non-bsc wire. The wire was pulled out with the remainder of the balloon catheter on it. Everything was removed from the patient's body. No patient complications were reported and the patient's status was fine.